Manufacturer narrative:
Insulin pump passed displacement test. Pump received with a severely scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had lot of scratches. The customer's blood glucose value was 5.4 mmol/l. Customer states insulin pump not work anymore. The insulin pump will be returned for analysis.